Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 24-sep-2023 in the pump history file. 09/24/2023 03:01:48.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.7, bolusamountdelivered = 2.7. 09/24/2023 07:10:10.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3, bolusamountdelivered = 3. 09/24/2023 08:39:06.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.1, bolusamountdelivered = 7.1. 09/24/2023 10:04:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.5, bolusamountdelivered = 3.5. 09/24/2023 11:15:02.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 2.5, bolusamountdelivered = 2.5. 09/24/2023 11:44:32.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3.5, bolusamountdelivered = 3.5. 09/24/2023 13:56:18.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.9, bolusamountdelivered = 2.9. 09/24/2023 14:49:26.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.1, bolusamountdelivered = 4.1. 09/24/2023 15:36:44.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 2, bolusamountdelivered = 2. 09/24/2023 17:39:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.6, bolusamountdelivered = 1.6. 09/24/2023 18:01:44.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.8, bolusamountdelivered = 5.8. 09/24/2023 20:09:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.3, bolusamountdelivered = 1.3. 09/24/2023 22:48:01.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1, bolusamountdelivered = 1. Please see below for the daily total of all insulin delivered on the event date 24-sep-2023 in the pump history file. 09/25/2023 00:00:00.000 dailytotals, dailytotalcollectionstarttime = 09/24/2023 00:00:00.000, dailytotalofallinsulindelivered = 60.1, dailytotalofbasalinsulindelivered = 19.1, dailytotalofbolusinsulindelivered = 41. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 24-sep-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 24-sep-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 457 mg/dl at the time of the event and was treated with a manual injection. Troubleshooting was performed. The current blood glucose value was 133 mg/dl. The customer was using the insulin pump system within 48 hours and the auto mode/smart guard feature was not active at the time of the high blood glucose event. The nature of treatment was visited to the emergency room and the length of hospitalization was a few hours. The symptoms that the customer reported at the time of the hospitalization event were feeling sick/unwell, increased thirst, light-headedness, and dizziness. The reason for hospitalization was the high blood glucose. The hospitalization treatment was intravenous insulin infusion and emergency room visit. No further patient complications were reported. It was unknown whether the customer will continue using the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.